Event description:
Patient came in with sudden groin and thigh pain. As per surgeon, patient needed a revision surgery. Black film was removed from the metal head as well as the trunnion of the stem. There was some soft tissue damage.

Manufacturer narrative:
An event reporting altr involving a metal head was reported. The event was not confirmed. Method and results: the device was not returned for evaluation. A review of the provided information by a clinical consultant indicated that documentation of revision for the reported event is needed to evaluate the event further review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient came in with sudden groin and thigh pain. As per surgeon, patient needed a revision surgery. Black film was removed from the metal head as well as the trunnion of the stem. There was some soft tissue damage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient kept.